Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of the stent was pulled and another stent was used to address the event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main bronchial to treat a narrowing in the airway for more lung volume during a tracheobronchial stent placement performed on (B)(6) 2025. The patient was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be released from the delivery system. However, the stent did not look right and was still smashed down, and the stent did not expand off the delivery system. The physician was able to pull the stent and placed another tracheobronchial stent to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b5 and h6 (device code) were corrected following a medical review which determined that the stent was used for benign indication. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of the stent was pulled and another stent was used to address the event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main bronchial to treat a narrowing in the airway for more lung volume during a tracheobronchial stent placement performed on (B)(6) 2025. The patient was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be released from the delivery system. However, the stent did not look right and was still smashed down, and the stent did not expand off the delivery system. The physician was able to pull the stent and placed another tracheobronchial stent to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the stent was to be implanted in a benign indication, and there was no malignancy at the site. However, per the ultraflex tracheobronchial stent system directions for use, the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated to be implanted for benign indication.